Manufacturer narrative:
Device has not been explanted, so product evaluation is not possible. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.

Event description:
It was reported that, it was discovered that the rod was detached from the screw head at level t11 six months post op. The pt complains of pain in the lower back.